Event description:
On 02/27/2020: office represents consumer in her claim for injuries arising out of a defective carex bath and shower seat that caused consumer injuries on (B)(6) 2018. On 04/27/2022: item number and pictures received. On 05/06/2022: plaintiff alleges that she bought a defectively designed carex brand shower chair on (B)(6) 2018 and that on (B)(6) 2018 while she was sitting in the chair one of the legs failed causing a fall which exacerbated her back injuries. Per plaintiff's counsel, she bought the chair after a l5-s1 surgery. She used it twice without incident and on the third attempt it collapsed, which led to an l4-l5-s1 surgery. She is currently undergoing pain management, including things like facet injections. Her prognosis is unclear at this point.